Event description:
The customer alleged that the device became inoperative while on a pt. There was no pt harm or change in therapy as a result of the malfunction. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing and performance verification testing.